Event description:
It was reported that treatment was performed in a lad/diagonal bifurcation. Both vessels were successfully accessed with whisper ls guide wires. The lad was direct stented at the bifurcation. The whisper guide wire that was placed in the diagonal artery was withdrawn and reinserted into the lad and the whisper guide wire that was in the lad was redirected through the stent struts to the diagonal. A balloon catheter was advanced along the guide wire in the diagonal with the intention of dilating the stent at the ostium; however, the guide wire moved distally during the advancement when pulled back the guide wire seemed to be stuck and resistance was felt at this point. During the continued effort to withdraw the guide wire, the guiding catheter was involuntarily pulled deeply into the left main artery to the level of the implanted stent. The guide wire and the guiding catheter were removed together from the pt. Upon inspection outside the anatomy, the implanted stent was noted to be at the distal tip of the guiding catheter. A dissection was observed at the site of the stent implantation. Another stent was deployed as treatment for the dissection.